Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 22mm amplatzer septal occluder deployed deformed. The user re-sheathed and deployed the device another time, and the device deployed deformed again. The device was exchanged for another 22mm amplatzer septal occluder (lot number: 6165769) and the procedure was completed with no patient consequences.